Event description:
It was reported that during use with bd vacutainer® ultratouch¿ push button blood collection set blood leakage occurred. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from french to english: when the tube is pierced, the rubber protection system continues to leak even after the tube is removed. Blood is therefore present on the wall of the socket and is deposited on the following tubes. In addition, blood remains on the top of the tube membrane in addition, blood remains on the top of the membrane of the collected tube, so during labelling and bagging blood is present.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 30-mar-2023. Bd received a sample from the customer in support of this complaint. An evaluation of the sample was performed and the issue of failed sleeve function (leakage) was observed. Additionally, 10 retention samples from the bd inventory were functionally tested and there were no issues of failed sleeve function (leakage) that were observed. Bd was able to confirm the customer¿s indicated failure mode because the defect was evident in the returned sample. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® ultratouch¿ push button blood collection set blood leakage occurred. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from french to english: when the tube is pierced, the rubber protection system continues to leak even after the tube is removed. Blood is therefore present on the wall of the socket and is deposited on the following tubes. In addition, blood remains on the top of the tube membrane in addition, blood remains on the top of the membrane of the collected tube, so during labelling and bagging blood is present.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.